Manufacturer narrative:
Dae of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3163, UDI: (B)(4), serial: (B)(6), batch: 4907485.

Event description:
Related manufacturer reference number: 3006705815-2023-07077. It was reported that the patient's battery was dead, and the patient never got good pain relief. It is unknown if the device depleted prematurely. Surgical intervention took place where the system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3163, UDI: (B)(4), serial: (B)(6), batch: 4907485.